Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the universal surgical manipulator (usm) to solve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.

Event description:
It was reported that after a da-vinci assisted surgical procedure the customer called in (the procedure was completed and patient had already left the operating room) to report then when the sterile adapter (sa) was removed from the universal surgical manipulator 3 (usm3) an error 32056 popped up. Prior to calling the customer had restarted the system a few times already. The intuitive surgical (is) technical support engineer (tse) reviewed the logs and found errors pointing to usm3 board. After another restart including an emergency power-off (epo) the error was still present. The procedure was completed with no patient injury.